Manufacturer narrative:
The reported bioraptor knotless suture anchor, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor pulled out after being deployed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions of the bone that would prevent secure fixation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the devices did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported during shoulder arthroscopy bankart repair, the bioraptor implant pulled out after deployed. A possibility may be the patient¿s bone soft, but the surgeon was using a 2.7mm drill bit which was smaller than the implant size. Additional bone hole was used to complete the procedure and there was a bone hole left void. There was a delay greater than 2 hours and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.